Manufacturer narrative:
Testing of the device at the service center confirmed the report of images going on and off intermittently, due to led window moisture. Repair included cleaning of internal electronic components and replacement of the bending sheath at the distal tip.

Event description:
It was reported that the images went on and off intermittently during a case. According to the report, there was no patient injury.